Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same patient as MDR #2134265-2012-04499. It was reported that post a stenting treatment procedure, angina occurred. In (B)(6) 2008, the patient presented with stable angina and cardiac catheterization was recommended. The target lesion was located in the ramus artery with 60% stenosis and was 18 mm long with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 x 28 mm perseus wh stent. Following post dilatation, residual stenosis was 0%. The patient was discharged the next day on aspirin and clopidogrel. In (B)(6) 2012, the patient was diagnosed with unstable angina and hospitalized. Two days later angiography without revascularization was performed. The event was considered resolved without residual effects and subject was discharged on the same day.